Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the device fg emerge otw, ous 2.25mm x 8mm catheter was returned to the complaint investigation site (cis). Visual, tactile, microscopic and leakage testing were performed. A visual and tactile examination of the polymer extrusion identified a kink 2.5cm from the tip. Microscopic examination of the inner wire lumen identified a pinhole perforation in the inner wire lumen at the same location. As a result, the balloon could not maintain pressure and leaked through the distal tip. Microscopic examination of the shaft identified stretching inner wire lumen 3mm proximal to the distal tip and guidewire could not be loaded due to stretching of the inner lumen. The balloon was examined microscopically, and no tears were identified in the balloon material. No other device issues were identified during returned product analysis.